Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 73-year-old female with cardiogenic shock and cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump began triggering a suction alarm during patient support. An echocardiogram was completed and it was discovered that the pump was posterior in position. Re-positioning was attempted, but the medical doctor was unable to get the pump mid-ventricle. The patient coded during the troubleshooting and subsequently passed away as they were do not resuscitate (dnr). A definitive relation between the pump and patient's death could not be ascertained.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. As per the clinical information provided, the pump was mispositioned and it was unable to deposition due to patient movement. The cause of the positioning issue was due to patient movement based on the clinical review. The failure modes will be monitored and trended.